Event description:
It was reported that the 2800 system displayed an intermittent table motion error (error 65). It was noted that the system would not x-ray when error was displayed. The case was completed with another system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Observed non-linear response for the logitudinal pot and ad values were unstable. Inhouse engineer will complete the repair and replace part. No further service required.